Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during hip surgery, the driving cap threads broke off in the threaded portion of the insertion handle when inserting the unknown femoral recon nail. Both instruments are no longer usable. The procedure was successfully completed with no surgical delay. There were no fragments generated. There was no patient harm reported. Concomitant device reported: unknown femoral recon nail (part# unknown, lot# unknown, quantity 1), insertion handle (part# 03.033.001, lot# unknown, quantity 1), this report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).